Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
While the patient was hospitalized, the healthcare provider (hcp) transitioned the patient to an alternative insulin therapy due to inadequate glycemic control while using the pod. The patient experienced high ketones due to previous issues, 4 times positive. The patient¿s blood glucose level was reported to be 300 mg/dl (16.7 mmol/l) while wearing the pod on their arm between 5 and 24 hours. The hcp decided to remove the pod and put the patient on the insulin diffuser for treatment. The device is not available for evaluation as it was discarded at the hospital.